Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor gave inaccurate readings. The sensor reading was 4.0 mmol/l when the blood glucose reading was 6.2 mmol/l, causing the threshold suspend to be activated at an inappropriate time. The sensor was removed and the cannula was noted to be bent. The sensor will be replaced and returned for analysis.

Manufacturer narrative:
Evaluated one opened/used sensor and performed continuity resistance test and sensor passed per specification. Also, performed bicarbonate buffer test and sensor passed per specifications with accurate readings. Also, found sensor with cannula bent. We were unable to confirm if customer received sensor in said condition due to customer returned opened/used.